Manufacturer narrative:
A device history record (DHR) review was performed and no deviation was found. Upon receipt at our post market quality assurance laboratory, the proximal segment was received, severed 12.7 cm from the terminal pin. Resistance testing was performed and the segment was electrically continuous, and the inner insulation was intact. As the complete lead was not able to be returned, laboratory analysis was unable to confirm the reported clinical observations of high, out-of-range pacing impedance measurements and increased pacing threshold measurements.

Event description:
It was reported that during a routine device follow-up, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms. A review of the daily measurements found a sudden increase had occurred at the beginning of (B)(6) 2019. Pacing threshold measurements had also increased on the ra lead. Sensing remained normal. An x-ray was performed but no anomalies were observed on the lead, and it was confirmed the lead was not dislodged. The connection of the terminal pin to the device header was appropriate. A lead revision was performed; the complete ra lead could not be extracted, but the terminal pin segment was cut and returned for analysis. A new lead was implanted, with normal measurements observed. No adverse patient effects were reported.